Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed 6 years remaining longevity which was just implanted 4 months ago. Boston scientific technical services (ts) reviewed settings and longevity calculation run and showed 5.66 years at current settings and pacing percentages if impedances all around 500 ohms. There was no further information provided. As of this time, the device remains in service. No adverse patient effects reported.